Manufacturer narrative:
No missing segment/partial display noted. However, device received with blank display after pressing any buttons, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial black screen. Customer¿s blood glucose was 215 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.